Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:43:20. During night drain cycle five, the patient's ultrafiltration reading was 831ml, indicating the home patient drained 831ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.